Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor presented produced a service code 203 (pulse test fault) after the pulse test. The cause of the service code was isolated to out of tolerance transistors q12, q13, q16, and q17 on the defibrillator board. The root cause of the out of tolerance transistors was unable to be positively identified. No adverse event resulted from the out of tolerance transistors. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for routine maintenance, the monitor produced a service code 203 (pulse test fault). The last patient to use this monitor did not report any problems.